Manufacturer narrative:
The manufacturing batch lot was not provided; therefore, a review of the device history records relative to the material, assembly and inspection could not be performed. The device was not returned for analysis; therefore, no physical or visual analysis could be performed. Based on the information received to date, a combination of patient and procedural factors appear to have caused or contributed to this incident. Review of the directions for use notes the reported event as potential adverse events associated with the tavr/tavi procedure. If additional information is received a follow-up medwatch report will be submitted.

Event description:
As reported: patient under total anaesthesia. Before predilatation the blood pressure of the patient was low. Very difficult to bring the blood pressure up. Predilatation performed - still blood pressure problems and under echo some pericardial effusion was seen. The valve has been quickly positioned and deployed. After the echo control in which the presence of an important pericardial tamponade effusion was observed, a pericardiocentesis was immediately performed during which the blood outflow didn't seem to stop. We didn't notice it when angio control with pigtail in the apex in ap nothing could be seen, in lao they remarked the perforation. The patient went to surgery to have a surgical closure of the apex. The patient is doing fine.